Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported "the left ins site is burning" and it is causing pain. The patient also reported that she was experiencing "nerve like pain" shooting down her left leg. These issues started on (B)(6). The patient reported that on (B)(6) the patient had a seizure which caused her to fall. When asked the patient thought the fall may have contributed to the symptoms and the timeline would suggest a possible relationship between the patient fall and the reported issues. The patient stated that the onset of these symptoms was sudden and that due to the pain in her left leg she can barely walk. The patient was advised that the best course of action would be to follow-up with her healthcare provider to have the system assessed. The patient reported that her physician no longer works with the ins system. In a follow-up email (11-17-2016) from the manufacturer representative working with the patient it was reported that the lead migrated and the patient would need a revision. In a phone call with the patient after the follow-up email the patient stated that she is working to find a new physician and that the issue she originally reported "has gotten better and the active stimulator is working great." Clarification determined that the patient meant the reported symptoms were not as severe anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.